Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. Event date is an estimation. It is unknown which lead migrated, so both are being reported on.

Event description:
Related manufacturer reference number: 3006705815-2020-30954., it was reported that one of the patient's leads had migrated. Reportedly, the patient was in a recent car accident. Surgical intervention is anticipated.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that one of the patient's leads was explanted and replaced. Therapy was restored following the procedure.